Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed. However, the patient continued to experience persistent diaphragmatic stimulation and phrenic nerve stimulation from all polarities of the lv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.